Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperiteum leaked from the device. The surgeon applied another device to complete the procedure. Expiration date: 4/30/2001.